Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: tissue damage, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast implant surgery with mentor medical devices (smooth hpg, 500cc, date of implant (B)(6) 2011) has experienced multiple surgeries to treat capsular contracture and tissue damage that developed in both breasts. The patient reports approximately 8 surgeries post-implantation, including one revision on the right, three revisions on the left, two skin grafts on the right, and one skin graft on the left. The skin grafts (and the implanting of a sling) were a result of tissue damage. The patient also had three unrelated fat grafts. The same devices were implanted following each of the revisions. Mentor breast implants are single use devices, and the numerous reimplantations indicate that the devices were used in a manner inconsistent with the instructions for use. The patient¿s left-sided device was ultimately replaced on (B)(6) 2016 with another 500cc mentor memorygel breast implant. No further information was provided regarding this case. Should more information become available, this case will be re-assessed and notes will be updated. This report is for the patient¿s left-sided device.